Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a pain stimulation implantable pulse generator (ipg) experienced trouble connecting to their stimulator using both a new and an old communicator device, receiving a "no device found" message when attempting to connect. The implant had not been paired with the communicator or handset, and the issue persisted despite multiple attempts with both devices. The battery level of the implant was checked and found to be at 70% with an excellent connection, and both communicator devices were fully charged. Troubleshooting steps included closing all applications, connecting the communicator to the recharger application, restarting the handset, resetting the communicator, and attempting to reconnect using the mystim application. The patient was instructed to hold the communicator over the implant, but the same error message continued to appear. The patient was redirected to their healthcare provider for further assistance. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the consumer reported that they had to take the communicator out of the belt and hold it to their back over the controller. The issue was resolved.